Event description:
A surgeon reported that the screen was flickering, the mouse was frozen, and touchscreen was not working. Use of the system was continued during the surgery with no negative impact to the pt outcome.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not available to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. Info was provided to the field rep regarding the correct order of powering on the systems.